Event description:
The customer's wife reports back to back results of 403 and 179 mg/dl. No report of an adverse event. Controls were not run. Replacement was sent.

Manufacturer narrative:
The location of the reported meter is unknown and as such will not be returned.